Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers are en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the feedsets of two mr290 humidification chambers were broken at the connection to the water bag spike. No patient consequence was reported.

Manufacturer narrative:
Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was performance tested by connecting it to a water bag. Results: the returned mr290v chamber was connected to a water bag with the feedset tube not under tension and no leak was observed. Upon connecting the mr290v chamber to a water bag with the water feedset tube under tension, water droplets began to form at the connection between the water feedset tube and the spike. A sufficient amount of glue was found at the waterbag spike and feedset tube connection. A lot check revealed no other similar complaints of this nature for lot number 121012. Conclusion: we were unable to determine definitively the root cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the rt200 adult dual heated breathing circuit state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "this product is intended for use for a maximum of 7 days."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the feedsets of two mr290 humidification chambers were broken at the connection to the water bag spike. No patient consequence was reported.